Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was seen by a medical professional for the event; however, it was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. On an unreported date the month prior to this report, dianeal therapy was discontinued. On an unreported date the patient was transferred to hemodialysis. The patient was recovered from this peritonitis event. The caregiver also reported the patient experienced peritonitis "many times" (frequency not reported), however, there was no further information regarding the events. No additional information is available as the reporter declined to provide any further information.